Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unknown and the iliac arteries were reported to be moderately calcified. It was reported that after the bifurcated stent graft was deployed there appeared to be fabric tear around the contralateral gate area possibly due to calcium from the artery or from ballooning. An iliac limb stent graft was implanted to reline the area of the tear and the endoleak resolved. No additional clinical sequelae were reported.